Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) had high threshold since implant. It was noted that the patient was programmed at the threshold during implant because of diaphragmatic stimulation in other configurations. The lv threshold increased since but was stable with no diaphragmatic stimulation. The lv lead remains in use. The patient is a participant in the product surveillance registry (psr) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.